Event description:
Tap - it was reported that 160 days after implantation of a 3.0x32 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a 70-80% stenotic lesion with "diffuse plaquing" was located in the ostial and proximal left anterior descending (lad) artery. The lesion extended to the origin of the 1st septal perforator and a mid-caliber proximal diagonal branch artery. The lesion was moderately calcified and the lad was not tortuous. A 3.0x20 mm balloon was used to pre-dilate the lesion. A 3.0x32 mm taxus stent was deployed in the lesion. The diagonal branch artery was dilated with a 2.5x12 mm balloon. A post-intervention percent stenosis was not reported for either vessel. The pt received heparin and integrillin during the procedure and plavix post procedure. No info was reported concerning complications. The pt presented 160 days after the initial procedure with unstable angina and a 70% discrete in-stent restenosis in the proximal lad. The lesion was pre-dilated using a 3.0x15 mm maverick balloon deployed at 12, 14 and 15 atms. A 3.0x15 mm taxus stent was then deployed at 6 atms in the region of the previously placed 3.0x32 mm taxus stent. A post re-intervention percent stenosis was not reported. Re-intervention complications were reported as "none" and pt condition was reported as "satisfactory/good."

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.